Event description:
It was reported the extension at the y point of the statlock device broke completely away from the body of the device. It was stated, "the infusion tubing at that point fell to the floor and we were unable to complete the patient¿s therapy. The device was leaking at that connection point before it broke off completely. We tried to redress the IV with a new device and dressing but were unable to keep the IV line in place. The patient lost approximately 20% of the drug and declined a new IV start. "

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken statlock extension set was confirmed; however, the cause was unknown. The product returned for evaluation was eight photographs depicting an extension set with y-site. Fluid residue was observed and needleless injection caps were attached to both female luer adapters. The depicted device exhibited either a break or detachment at one y-site/proximal tubing joint. Extension set damage was evident in the supplied photographs; however, inspection of those photographs were insufficient to identify the cause of that damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include tensile (pulling) stress and sharp instrument contact.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet received.

Event description:
It was reported the extension at the y point of the statlock device broke completely away from the body of the device. It was stated, "the infusion tubing at that point fell to the floor and we were unable to complete the patient¿s therapy. The device was leaking at that connection point before it broke off completely. We tried to redress the IV with a new device and dressing but were unable to keep the IV line in place. The patient lost approximately 20% of the drug and declined a new IV start. "